Manufacturer narrative:
Additional information: investigation -it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2017-01939. New information was received identifying that the product was a cook inc. (B)(4).the event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
This additional information received on (B)(6) 2017 as follows: patient [pt] allegedly received an implant on (B)(6) 2010 due to trauma associated with a motor scooter accident. [Pt] is alleging filter in place more than 90 days and too risky to attempt retrieval. Patient is also alleging future perforation and fracture are likely.

Event description:
The patient alleges vena cava perforation. The patient further alleges chronic fear, strut perforation into back, limited activity, mental health challenges, shortness of breath, feeling faint upon rising from a sitting position, post traumatic stress disorder (ptsd), clinical depression, and severe anxiety disorder. 27aug2020, per a report from computed tomography; ¿the struts of the ivc filter extend beyond the walls of the ivc. A posterior strut extends into the l2 vertebral body.¿

Manufacturer narrative:
The following fields were updated per additional information received: b1, b2, b5, b6, b7, h1, h6. Investigation: the following allegations have been investigated: organ/vena cava perforation, fear, limited activity, mental health challenges, shortness of breath, faint, post traumatic stress disorder (ptsd), depression, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported , fear, limited activity, mental health challenges, shortness of breath, faint, post traumatic stress disorder (ptsd), depression, anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.